Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer stated that the day after she was hospitalized, her blood glucose reading was 121. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.